Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken battery tube threads and broken belt clip slot. (B)(4).

Event description:
It was reported that the customer had cracks between the reservoir chamber and the battery compartment. The customer stated that the belt clip broke and the insulin pump fell on the floor. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No add'l info was provided.